Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received the letter the manufacturer sent them and wanted to respond. The consumer stated they realized the implantable neurostimulator (ins) needed to be changed. The consumer went to the hospital to have testing done including an EKG. The patient turned both stimulators off for this and then experienced a problem with the ¿left one¿ because it didn¿t return to service and kept flashing off. The consumer tried calling the healthcare provider (hcp) but didn¿t get in touch with them until the next morning. The patient went all night long with therapy turned off and ¿wasn¿t pleased¿ about this. The consumer further stated the programmer booklets didn¿t tell them what to do in this kind of ¿emergency¿ so the hcp had to give them the information. The patient was told to turn the device on and instead of hitting the check button they were to hit the battery on/off button which wasn¿t in the pamphlet. No further complications were anticipated.

Manufacturer narrative:
Continuation of d11: product ID 37602 lot# serial# (B)(6) implanted: (B)(6) explanted: product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the right ins was showing eri. The patient also said the left ins was flashing off and the programmer screen was showing empty battery. It was advised that the patient replaces the batteries of the programmer so she can connect and turn on the ins. No symptoms were reported. No further complications were reported/anticipated.